Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot# 7019306 and no issues were identified. Conclusion: there was no sample and/or photo available for evaluation at the manufacturing site. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown UDI #:(B)(4).

Event description:
It was reported that a bd pegasus¿ bl 22ga x 1.00in prn leaked from the e-tubing near the adapter during use. No injury or medical intervention.